Event description:
It was reported that the patient had a history of right atrial lead noise. Upon interrogation through a merlin.net transmission, the right atrial lead impedance was low and exhibited noise. No intervention was performed. The lead remained implanted. The patient would continue to be monitored.